Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, when the user was preparing the snare, the sheath ¿came apart¿ in the endoscope. It was also reported that the ¿connector handle (white) was coming apart,¿ but clarification of this damage was not obtained. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
It was reported the patient is over 18 years. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.